Event description:
Tamponade. A perforation of the septum by the rv lead is suspected. Patient hospitalized in intensive care and lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including visual, mechanical and electrical inspections. Solia s 53 sn (B)(6). The visual analysis revealed a deformed conductor coil 14.5 and 50 cm distal to the is-1 connector pin, which most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the clinical observations. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. Solia s 60 sn (B)(6). In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observations. The lead proved to be without fault throughout its inspection. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.